Event description:
When a forklift operator bumped a pile of lumber causing a number of doors to fall on the plaintiff causing injury to the plaintiff's left leg. Plaintiff's leg was treated by applying a device instant ice pack and securing said ice pack with an ace bandage. Plaintiff alleges the ice pack leaked resulting in a chemical burn injury to the plaintiff's left leg.